Event description:
On (B)(6) 2012, a (B)(6), male, pt, had surgery to repair a traumatically ruptured left achilles tendon. A posterior medial incision was made through the skin, subcutaneous tissue and fascia. The achilles tendon tear was identified as a transverse tear. Both ends of the tendon were irrigated and cleaned. The tendon was respired with at 2 fiber wire using a whipstitch technique. The surgeon felt he had a little gap in the anterior aspect so he placed the device on the front and tied it in and this filled the gap thus augmenting and strengthening the repair. The surgeon irrigated the wound out and the bleeder were coagulated. On (B)(6) 2012, the pt was seen and was doing great and was full weight bearing in his boot. The surgeon indicated that he felt the pt was going to end up doing quite well in the long run. On approx (B)(6) 2012, it was reported that there was an infection and graft failure. There has been no add'l info provided.

Manufacturer narrative:
The device history record was reviewed, in particular the sterilization record, and everything was found to be in order. It is not known if the device has been explanted nor what the pt's current condition is. The device was processed and terminally sterilized in its final package. It is not likely that the device caused an infection more than four months after having been implanted. It is not known if any infection may have contributed to any failure of either the device or procedure.